Event description:
The MFR's rep reported that the pt was experiencing loss of effect from therapy. A study, xray and CT scan were performed and the hcp was unable to locate the catheter in the spine. During surgery, the catheter was discovered to be completely withdrawn into the pump pocket and curled up behind the pump. The catheter was replaced and the daily dose was reduced to 150 mcg/day. The pt had been receiving 719 mcg/day of 2000 mcg/ml of baclofen; unknown if it was compounded. A follow-up report will be sent if additional information becomes available to us.